Event description:
This is the first report of two complaints involving the same product from the same facility. An excel (B)(4) cem nosecone was reported to "constantly fire" during a liver resection. The volume of the valleylab focefx unit was turned down low and therefore it is not clear how long it had been on, however after further discussion it was determined that the unit was probably in use for several hours when the problem occurred. The pt incurred two burn holes in their liver and major bleeding occurred. An error code came on indicating that the unit had been activated too long. The nurse described the pt's condition as being "ok". Details regarding medical intervention was not provided. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.